Event description:
The patient presented at the hospital with a myocardial infarction. An orsiro mission drug-eluting stent system was selected for treatment of an acute occlusion in the mid rca. The device was introduced but the shaft fractured during withdrawal after stent implantation. The delivery system was removed, but a distal part of the balloon remained in the artery. The fractured device part was retrieved with a snare.

Manufacturer narrative:
The returned product was subjected to a detailed technical analysis and the corresponding production documentation was reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. In addition, a photograph of the affected device was reviewed. The photograph shows the device on an op cloth. The device has fractured in two parts. The fracture site is located at the center of the balloon. The technical investigation confirmed that the device has fractured. Only the proximal device portion (i.e. Device hub, hypotube, device shaft, proximal balloon portion, distal inner shaft portion) with a length of about 1455 mm was returned. The balloon has fractured about 2-5 mm distal to the proximal radiopaque marker. The inner shaft has fractured about 10 mm distal to the proximal radiopaque marker. The fracture sites are plastically deformed which is indicative for tensile overload. Microscopic inspection revealed several scratches on the balloon surface which may have contributed to a weaking of the balloon material and caused the balloon rupture. Review of the production documentation confirmed that the device was manufactured according to specifications and passed all in-process and final inspections. Based on the conducted investigations of the device being subject to this complaint, no material or manufacturing related root cause could be determined.